Event description:
It was reported that the right ventricular (rv) lead had observations of high out of range pacing impedances greater than 3000 ohms and no capture in bipolar. The issue had caused the patient to be hospitalized last month due to symptoms of syncope. The patient was reprogrammed to unipolar for pacing, and impedance has been steady around 550 ohms. The lead was capped and replaced, and the device remained in-service. During the revision procedure the lead was tested on the pacing system analyzer (psa), where there was still no capture and high impedances. It was noted that they were able to visualize a lead fracture up by the pocket. No additional adverse patient effects were reported.